Manufacturer narrative:
H4 is unknown. This initial regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that the system cabinet did not sync. The technical support specialist remoted in and cleared out the backed-up sync exceptions and restarted the aspsync service to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required.

Event description:
It was reported by the customer that bd pyxis¿ medbank did not sync and show order while the nurse was trying to issue the medication. There were no adverse events or injuries reported based on this incident.